Event description:
On december 16, 2015, a dentist reported a case where a patient required endodontic treatment of a tooth that had a 3m espe lava ultimate cad/cam restorative for cerec onlay. The patient, a (B)(6) male, had the onlay placed on tooth #31 on (B)(6) 2013; the prior history of this tooth noted that decay on mesial surfaces was present. Sensitivity led to the need for the root canal, which was performed on (B)(6) 2013.